Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The right atrial (ra) lead also exhibited signs of insulation degradation by oversensing episodes. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. An insulation breach was identified on the ra lead in the pocket under the device, and so a lead repair kit was used to repair the lead during device explantation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than cosmetic scratches. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The right atrial (ra) lead also exhibited signs of insulation degradation by oversensing episodes. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. An insulation breach was identified on the ra lead in the pocket under the device, and so a lead repair kit was used to repair the lead during device explantation. No additional adverse patient effects were reported.